Event description:
Boston scientific received information that subsequent to product implant, high out of range pacing and shock impedances had been observed. Initially, the physician suspected a lead integrity issue and contacted boston scientific's internal technical services for recommendations and troubleshooting. Subsequently, boston scientific received information that the physician elected to surgically intervene, at which time the lead's terminal pin was observed incorrectly positioned within the device header. The pin was successfully reconnected and secured; all subsequent electrical measurements confirmed favorable. No adverse patient effects were reported and no further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.